Manufacturer narrative:
One opened slit knife was received in a blister for the report of dull knife. The sample was visually inspected and was found to be conforming. Functional testing for penetration was then performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming, therefore a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the knife blade was dull. Another knife was used to complete incision and the case was completed with no harm to the patient. This is one of four reports from this facility